Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer recently changed the cartridge, and received a minimum fill message. Reportedly, the cartridge was filled with less than 100 units of insulin; however, the customer was unable to verify if the amount of insulin was less than 95 units. At the time of the reported event, the customer did not have additional insulin available and ended the call. There was no impact to the customer's blood glucose level.